Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead and associated implantable cardioverter defibrillator (ICD) presented at the emergency room after receiving an inappropriate shock. Review of device memory by boston scientific technical services (ts) found oversensing, high impedance, and low amplitudes; no pacing inhibition was noted. The lead was surgically abandoned. No additional adverse patient effects were reported.